Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on pt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of this report: 01/2015. Date rcvd by MFR: 07/11/2015. Conclusion / root cause: this da to mc board cable rev a was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.